Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges psuedotumor, dislocation, metal wear, metallosis, pain and elevated metal ions. After review of medical records, the patient was revised due to dislocation and failed right total hip arthroplasty secondary to metal-on-metal wear debris and pseudotumor formation. Operative notes reported heterotropic ossification, a large pseudotumor and a erosive damage proximally was noted on the calcar. Medical records also indicated that patient was admitted on (B)(6) 2012 due to acute right hip pain and instability, with recurrent chest pain and congested heart failure, on (B)(6) 2011 for leg swelling, shortness of breath and infection of the right thigh and on (B)(6) 2011, patient undergone debridement to fascia of chronic wounds of the right thigh, 9 cm x 8 cm and 7 cm x 8 cm. And split-thickness skin graft to right thigh wounds, right thigh donor site. Doi: (B)(6) 2004; dor: (B)(6) 2012; right. The patient has bilateral hip implants, please see (B)(4) for the left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : x2vd11000. Device history batch : null. Device history review : the device manufacturing records and sterilization certificate has been reviewed. No related deviations or anomalies identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.